Event description:
A customer reported a cartridge change error with their pump, causing their blood glucose level to exceed 500 mg/dl, which displayed as "high." To address the high blood glucose, the customer administered a correction injection via multiple daily injections (mdi). Technical support guided the customer through inspecting and cleaning the pump's cartridge components and assisted them in filling and loading a new cartridge. Despite initial difficulties, the caller successfully completed the cartridge load process and resumed insulin delivery.